Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing. The physician performed an electrophysiology study and with aggressive manipulation maneuvers was not able to reproduce oversensing. Ventricular fibrillation was induced and treated appropriately by the ICD. The physician elected to leave the system implanted without changes.